Event description:
It was reported that a trained user discontinued the ilet and requested a return after stating the device delivered approximately 140 units of insulin overnight and their healthcare provider advised discontinuation, after which the user reverted to multiple daily injections. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency care, and no reported injury beyond the hypoglycemia. Investigation included internal review of the complaint and attempts to obtain the device for evaluation. Investigation of this case revealed that the device was not returned for analysis and no device malfunction, alert, or alarm could be confirmed, so the cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.